Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for blood glucose levels over 700 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The customer stated that she got sick with pneumonia, which may have contributed to the event. Nothing further was reported.